Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video processor device had e106 light bulb error. The issue occurred during reprocessing. There was no report of any patient harm or involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's final investigation. Updated fields: b5, d8, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure of illumination lamp bulb error e106 was not reproduced. Based on the results of the investigation, the definitive root cause of the issue could not be determined. The reported lamp error was not reproduced, the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.